Event description:
This notification was opened for review for information received that a transformer of a dreamstation auto sparked and released smoke. No death. No serious harm or injury was reported. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a product malfunction. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.